Event description:
It was reported that catheter fracture occurred. The 90% stenosed, 28mmx2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was used to view the lesion. However, catheter break occurred. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: the product was returned for analysis. Unit returned in a generic plastic bag with batch 21305938 printed on it. No detached or broken sections were observed in the device. No other issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally.

Event description:
It was reported that catheter fracture occurred. The 90% stenosed, 28mmx2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was used to view the lesion. However, catheter break occurred. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.